Event description:
It was observed that during the device evaluation, the camera head displayed an error code and an image that was noisy. Additionally, the scope mount was loose. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A malfunction in the camera cable prevented normal communication, resulting in the generation of image noise. A probable root cause cannot be identified for the loose scope mount. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.